Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported events of rupture, breast pain and visibility/palpability requested on december 16, 2025. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Later healthcare professional reported ¿pain in the breast¿, ¿changes in shape and density¿ and ¿ultrasound found an implant rupture¿. Device was explanted and will not be returned.

Event description:
Patient reported ¿ruptured implant¿ diagnosed via ultrasound. This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Clarification to d4: right and left side device information has been provided. However, as the affected side has not it is not currently possible to assign the correct device information to this report: right sn: (B)(6); left sn: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.